Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was at the hospital for a routine checkup and the lvad system was connected to a power module. After the connection, an unspecified alarm appeared and the pump was not able to maintain the set speed. The patient was reportedly asymptomatic. The manufacturer¿s technical services representative performed a driveline evaluation on (B)(6) 2016. X-ray images of the driveline external and internal to the patient showed no visible areas of any significance. A visual inspection of the driveline proved inconclusive for any faults, damage or issues. Electrical continuity testing found that all 6 wires passed. The outer silicone jacket was opened to assess for the presence of fluid and no fluid was found inside. The silicone jacket was repaired with silicone adhesive and rescue tape. Movement of the patient¿s torso revealed low speed and low flow alarms, and a pump stoppage event. The patient was provided with an ungrounded patient cable for use with the power module until a final decision regarding the direction for treatment is determined. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of low speed and pump stop events was confirmed through an evaluation of the submitted system controller log files. Multiple low speed hazard, low flow hazard, and pump stop events were captured while the system was connected to the power module. Based on the manufacturer's complaint history and similar reported events, the events could have occured as a result of a compromised driveline wire. A root cause for the captured events could not be conclusively determined without an evaluation of the device. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.